Event description:
It was reported that the patient's blood glucose (bg) level rose to 270 mg/dl between 24 and 36 hours of wearing the pod. The patient's mother reported that the cannula inserts fine initially, but this is an active child, and the cannula frequently gets dislodged. It was further reported that the patient was showing signs of diabetic ketoacidosis (dka). On (B)(6) 2025, the patient sought medical attention and was admitted to the hospital. The patient was diagnosed with dka and severe ketones. The doctor instructed them to use the pump and after 1 & ½ hours nothing had changed. The patient then received insulin injections and within 30 minutes the bg level was coming down and ketones were better. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.